Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) yet. Omsc will investigate the subject device to identify the root cause of this failure phenomenon upon receipt of it. The exact cause of the reported event could not be conclusively determined at this time. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During an endoscopy diagnostic of duodenum, an unspecified component of the subject device fell off. The user replaced the subject device with a similar device and continued the diagnostic. The patient anesthesia was extended, however there were no reports of patient injuries related to this incident.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Omsc investigated the subject device. However, omsc could not reproduce the reported phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.